Event description:
It was reported that during npwt utilizing a renasys go, when the device was plugged into ac main power, it was unable to charge the battery, and low battery alarm occurred. There was no patient harm. No delay was reported. The treatment was continued with a back-up device.

Manufacturer narrative:
The returned device was evaluated to determine the cause of the reported failure. The reported complaint was confirmed as the inspection did reveal a defective dc inlet that connects to the circuit board that may have led to some charging issues. As a result, the affected part was replaced and the device was tested again and confirmed as functioning within specification.